Event description:
Customer reported a leak when using the coulter lh 500 hematology analyzer. The leak was a few drops of clear fluid coming from the bsv (blood sampling valve) confined within the instrument. The customer performed a probe wash function and did not see a leak and verified all tubing on the bsv was tight. A beckman coulter field service engineer (fse) was sent to the customer's facility to evaluate the analyzer. The operator was wearing personal protective equipment of lab coat and gloves. There was no biohazard exposure to mucous membranes or cuts. There were no erroneous test results associated with this event. There was no death, injury or affect to user or patient treatment.

Manufacturer narrative:
On (B)(4) 2014, the beckman coulter field service engineer (fse) evaluated the instrument and found the first blood detector bracket came loose and cut the tubing from the blood sampling valve (bsv) at wire marker - wm# 6, causing it to leak. The fse secured the blood detector bracket and trimmed tubing back and reconnected it to resolve the leak. (B)(4).